Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that control center does not give an alarm sound. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
H3 other text : remote svervice technician supported customer remotely.

Event description:
The customer reported that the pic ix indicating that the control panel is no longer giving alarms via loudspeakers. The device was in use at time of event, there was no adverse event reported. The remote service engineer (rse) rebooted the system, the application started normal and with sound. Rebooting of the device fixed the issue.